Manufacturer narrative:
Concomitant medical products: unknown screw pan 54 kk; catalog no#: unknown; lot#: unknown. Fitmore stem; catalog no#: unknown; lot#: unknown. Unknown cup; catalog no#: unknown; lot#: unknown. The manufacturer did receive x-rays, operative report for review. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and planned for revision surgery due to suspected ceramic breakage and pain.

Event description:
Investigation is completed.

Manufacturer narrative:
Investigation results were made available. Event description: it was reported that a patient was implanted on an unknown date and scheduled for a revision surgery on (B)(6) 2020 due to pain and suspected ceramic breakage. It is also reported that the patient had neither fallen nor an infection. Review of received data: x-rays: two views of the right hip were received for investigation. And demonstrate a right total hip arthroplasty with cement fixation of the acetabular cup. Asymmetric position of the femoral head within the acetabular cup suggests polyethylene wear. Hyperdense foci within the joint space adjacent to the acetabular cup suggest possible polyethylene liner fracture. Therfore, the images suggest polyethylene wear and fracture of the liner. Surgical report: the surgical report of the implantation has been reviewed, however no conspicuous findings relevant to the reported event have been identified. The surgical report of the revision was not received. Therefore, it remains unknown if the head fractured or not. Product evaluation: the head was not returned; therefore, visual and dimensional evaluation could not be performed. An alloclassic biolox ceramic insert was returned for evaluation and is covered in (B)(4). As returned, the device is fractured into eleven pieces. It cannot be determined if all pieces were returned. Since the head was not returned, it remains unknown if only the insert fractured or the head as well. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Ncr(s): no ncr with a potential correlation to the reported event was found. Conclusion: it was reported that a patient was implanted on an unknown date and scheduled for a revision surgery on (B)(4) 2020 due to pain and suspected ceramic breakage. It is also reported that the patient had neither fallen nor an infection. Based on the investigation and the available documentation the fracture of the insert can be confirmed however if there was a fracture of the head remains unknown. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). In conclusion, based on the reviewed documentation and the performed investigation it remains unknown if there was a fracture of the head or only of the inlay. Therefore, it is not possible to identify a root cause or any contributing factors for the reported event. Note: the (tem: 00-8774-012-32; alloclassic variall biolox delta, insert, kk/32; lot#: 2948795) is covered in (B)(4). The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
It was reported that a patient had a revision surgery approximately one year post implantation due to implant fracture. Additional information has been requested, but is not available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. D11: concomitant medical products item#: 0100551206, lot#: 2934057, fitmore, hip stem, uncemented, b/6, taper 12/14. Item#: 00877401232, lot#: 2948795, alloclassic variall biolox delta, insert, kk/32. Item#: 0100044010, lot#: 2945426, alloclassic variall, shell with polar screw plug, uncemented, 54/kk. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).